Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 7427, serial# (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer;, patient product ID 3998, lot# j0417691v, implanted: (B)(6) 2004, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient was shocked/jolted three times ¿since last week.¿ it was noted that the first two times were felt in the right leg from the foot to the knee and the third time was felt in the ¿back and ribcage area.¿ the patient noted no falls or recent trauma. The patient noted that they had needed to be ¿recalibrated for a while now.¿ the patient stated that they had tried to increase stimulation for the ¿past four to five months¿ but the stimulation was not increasing. The patient noted that they saw the doctor two months prior to report but the doctor did not follow-up with the patient regarding scheduling a manufacturer representative to adjust the therapy. The patient requested a manufacturer representative for reprogramming. A message was sent to the manufacturer representative to notify them of the patient¿s call. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.